Event description:
This 49 year old female reports she had a lippes loop double s intrauterine cooper contraceptive inserted in 1976. States in oct-96, her physician during a gynecological exam found a mass in the uterus area. She underwent an emergency surgery in the last week of oct-96. States the uterus was perforated and she had a total hysterectomy, 9 inches of intestine removed from the abdominal area. A second surgery on 07-mar-97, removed 6 feet of intestine due to infection. She was hospitalized with bacterial infection (clostrium dificile). States she has had short bowel syndrome since having intestine removed. Follow-up info rec'd 22-jul-97: physician confirmed that in oct-96 the pt presented to dr. With complaints of severe abdominal pain. States on 27-mar-97, the pt presented again with complaints of abdominal pain for 12 hours prior to admission. Exploratory surgery performed by him reveals a single band adhesion, which consisted of a 6 foot gangrenous bowel. This segment of the pt's bowel small intestine was re-sectioned. Pt rec'd antibiotic therapy (name not reported). States three days following discharge, the pt developed colitis with colistatic diarrhea, requiring total parenteral nutrition (tpn) re-hydration and questran (cholestyramine).